Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during needle insertion, the port-a-cath implantable access port, a white flake was noticed during aspiration on the venous port and no longer used. The patient required replacement of the venous port and underwent additional surgery in which these flakes were found. There was patient involvement; however, unknown harm/adverse event was reported.